Event description:
After clarification with another physician, the reported atrial lead was not dislodged. No intervention has been performed and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, high capture threshold due to dislodgement was noted on the atrial lead. The patient was admitted to the hospital due to atrial fibrillation until an atrial lead revision procedure can be performed. The patient was stable.